Manufacturer narrative:
Date of this report: 10/2014. Date rcvd by MFR: 01/14/2015. Conclusion / root cause: this data acquisition (da) to motor controller (mc) board cable rev d (date code: (B)(4)) was tested and no failures were identified. The length of the da to mc board cable was increased from 2.63 to 2.88 inches in revision b of this cable, which has been valid from 08/06/2009. This report is being submitted as part of the remediation for CAPA (B)(4).

Event description:
The customer reported that the unit is giving respiratory pressure blowing high. The MFR field service engineer inspected that device and could not duplicate customer reported problem. However, during review of the diagnostic log, it was noted a data acquisition pcb adc failure, a pressure sensors failure and a pressure regulation high error. The customer reported the device was in use on a pt and there was no pt harm. A data acquisition pcb adc failure may result in a vent inop during normal ventilation operation. A vent inop condition will result in a visual and audible alarm and precludes continued safe operation of the ventilator. The user must provide alternative ventilation and have the ventilator serviced. The fse replace the data acquisition to motor controller board cable to address the reported problem. The unit was tested and passed all applicable testing. The unit is now back in service.